Event description:
Lead was removed from service due to "lead abrasion." During a routine replacement procedure of an implantable cardioverter defibrilator (ICD) this lead was replaced with a new bipolar lead. Implanted -1/7/93. Out of service -8/19/96. Implant months. 43.4.